Event description:
As reported, the polyethylene glycol (peg) of a 6/7f mynxgrip vascular closure device (vcd) could not be disengaged because the balloon was apparently deflated during withdrawal of the system. There was no reported patient injury. During withdrawal of the system, everything came out. The device will be returned for evaluation.

Manufacturer narrative:
Additional information is pending and will be submitted within 30 days upon receipt.